Manufacturer narrative:
Cart: installation/removal - unable to install was not verified. Cartridge change error-load sequence issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Additionally, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery.